Event description:
Today, looked for a revised expiration date for a covid-19 test kit. I had checked much earlier and noted the problem, but kept the kit and forgot about the issue, I cannot find the lot number for this test product. I went to the ihealth entry by searching on the FDA website. The text on the box is "lot no. (10):222co20214" is this a counterfeit kit?